Event description:
It was reported that during an unknown procedure, when using the device couldn't fire during operation. Another device was used to complete procedure. No patient consequence reported.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Open. Was the spike of the trocar inserted lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Yes, surgeon knows. When the device was fired, where was the indicator within the green zone/gap setting scale? Green zone. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.the manufacturing records were reviewed and no anomalies were found during the manufacturing process.